Event description:
While the pt was in the recovery room the infusion pump that was administering narcan was stopped and turned off. The flow of solution was observed in the drip chamber of the IV set that remained loaded in the infusion pump. A total of 120 ml of solution was gone from the container. It is not known how much of this solution was delivered prior to the pump being turned off. The infusion pump was removed from the pt. No medical or surgical intervention was required.